Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior tibial artery (ata). A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation and was inflated twice at 10 atmospheres for 5 seconds. However, the during third inflation at 10 atmospheres for 5 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of same device. There were no patient complications nor injuries reported.